Event description:
It has been reported that during 1994 a male pt had two ent surgical procedures, (laser assisted urula-palatoplasty) performed on him with a c02 laser. The report further indicated that the pt now experiences complications such as velopharyngeal incompetence and nasal regurgitation, which is believed to be due to the overly aggressive palatal resection of the soft palate and the sculpting of the urula by the surgeon. Therefore, the device is not believed to have caused the serious injury.